Event description:
It was reported to philips the device ac module was damaged. There was no patient involvement. A philips repair bench technician was servicing the device and found the ac module was damaged. The repair bench technician advised the customer to replace the ac module. The device passed all performance assurance tests and was returned to the customer.